Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, reservoir tubing fracture.

Manufacturer narrative:
This follow-up MDR is created to document the additional implant/explant dates and the evaluation of the returned device. A titan reservoir was received for evaluation. No visual anomalies were noted with the reservoir. Tissue was noted in the reservoir lockout valve. The reservoir was unable to be functionally tested due to the presence of tissue in the reservoir lockout valve. The information received indicated a reservoir tubing fracture. The presence of tissue in the reservoir lockout valve indicates a separation in the device was present. However, because the detachment site of the reservoir inlet tube was smooth and striated indicating contact with sharp instrumentation, and because no visual anomalies were noted with the reservoir, quality was unable to confirm the report of reservoir tubing tear based on examination of the returned components. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 2986105. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.